Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old male in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was receiving cardiopulmonary resuscitation (CPR), the impella was inserted. During the delivery of CPR, the impella became dislodged, and the decision was made to implant with a new impella cp device. The second impella cp was successfully implanted, and the patient was reported as stable.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue was use related with pump being dislodged due to CPR during support. The instructions for use for the impella cp with smartassist for use during cardiogenic shock in the cautions sections states: "physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device. Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance".